Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts were perforated to the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images .the image review was documented in the medical records. Approximately four years post deployment, patient had a chest pain. Doppler ultrasound bilateral lower extremities indicated deep venous thrombosis, occlusive, distal superficial femoral vein through popliteal vein on the left. CT scan revealed that the tines of the filter are extra luminal, contacting the duodenum and aorta. Also, some of the filter struts have penetrated through the ivc wall into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts were perforated to the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.